Event description:
A customer contacted beckman coulter inc (bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxc 600i synchron access clinical system for one patient. The initial accu tni result was 2.08 ng/ml and 0.03 ng/ml upon repeat. There was no effect to patient in connection to this event.

Manufacturer narrative:
The specimen was collected in a bd lithium heparin tube and was centrifuged at 3,200 rpm for 5 minutes. The customer only provided qc values for two levels of qc from 2008. Qc level I resulted out of specifications low and level iii was within range. A system check performed the month prior was within specifications. A field service engineer (fse) was not dispatched. No additional information regarding this event is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.